Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
It was reported by the sales rep the doctor was performing a rotator cuff repair with the vapr vue and an s90 electrode; the doctor noticed interference on the monitors of his other equipment when the vapr vue was activated. The doctor tried using the corded footswitch and noticed the same result. The doctor tried a second s90 electrode and received the same result. The sales rep verified the vapr vue was isolated from the other units in the room, including power. A vapr 3 unit was tried with the same electrodes and there was no interference created on the monitors of the other equipment. One vapr vue unit will be returned for analysis by the sales rep. [(B)(6) 2011: per telephone follow-up conversation with the rep: the vapr vue had been in service for several months without issue. The interference was with the "heart monitor"; each time that the electrode was activated while in the body, and only while in the body, the lines on the monitor would thicken up so that the peaks and valleys could not be discerned/read/ differentiated. There was no significant delay to the procedure and there were no patient consequences; the procedure was concluded successfully using a vapr iii without further issue or harm to the patient.]

Manufacturer narrative:
Could not duplicate the complaint of interference; multiple attempts in testing and diagnostics were made. If a unit is plugged in on the same circuit as other equipment, there is there is the possibility of interference due to rf outputs. However, the unit passed all test parameters; all unit outputs and leakage testing were found well within the design and manufactured specifications; no interference was seen with this unit. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.